Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's husband, regarding patient's implantable neurostimulator (ins) for non-malignant pain. It was reported that the reason why that patient's device was removed is because the device is not effective. An event date was not provided. No further complications were reported/anticipated.